Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was returned along with four other sets of similar devices with different batch numbers. One set of devices was already opened. The investigation revealed that a strange oily liquid was not observed on the returned products or on the sterile bags. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4)

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that while unpacking the sheath, the inside of the sterile packaging was contaminated. As the 5fr x 11 cm super sheath was unpacked and an "oily liquid" was noted inside the sterile packaging. The device was not used during the procedure and no patient complications were reported.

Event description:
It was reported that while unpacking the sheath, the inside of the sterile packaging was contaminated. As the 5fr x 11 cm super sheath was unpacked and an "oily liquid" was noted inside the sterile packaging. The device was not used during the procedure and no patient complications were reported.